Event description:
Customer reports to have been hospitalized on (B)(6), 2014 with blood glucose of 550 mg/dl. Customer was hospitalized due high blood glucose. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Prior to hospitalization customer was attempting to give bolus delivery, but blood glucose remained high. During troubleshooting to test insulin pump, it was found that insulin pump was in a different language and customer was unsuccessful in changing the language. Customer also received an "off no power" alert but did not receive a low battery alert. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had normal operating currents. No unexpected off no power alarm was noted. The low battery alarm functioned properly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.